Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat necrosing pancreatitis during a procedure performed on (B)(6) 2025. During the procedure, the stent did not open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not confirmed. The device was returned with the stent fully expanded and deployed. Additionally, the catheter was moved through the luer and the slider could be moved to its original position. However, resistance was felt due to the kink found on the outer sheath and the tissue found on the pusher sheath. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the issue found during evaluation were most likely due to procedural factors such as lesion characteristics, handling of the device or the technique used by the physician that could have resulted in the damages encountered in the device. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. The device returned with the stent fully expanded and deployed. No issues were found on the stent. Additionally, the catheter was moved through the luer and the slider could be moved to its original position. However, resistance was felt due to the kink found on the outer sheath and the tissue found on the pusher sheath. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a risk review performed for the hot axios device confirmed that the event of stent failure to deploy is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the hot axios device is acceptable. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat necrosing pancreatitis during a procedure performed on (B)(6) 2025. During the procedure, the stent did not open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat necrosing pancreatitis during a procedure performed on (B)(6) 2025. During the procedure, the stent did not open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.